Event description:
Ventilator stopped ventilating patient momentarily, then started ventilating patient, but was alarming service required. Ventilator was then changed out and patient was placed on a new ventilator.